Event description:
Post renal dialysis, pt expierenced an episode of hypotension and cardiac arrest. While on the monitor he was noted to be in v-fib. Defibrillation was attempted using the multifunction electrodes. However, the defibrillator would not discharge. Defib. Monitor screen showed the warning: electrodes off. Electrodes and all connections were checked and appeared intact. A second defibrillated using a manual defib. Pt continued to experience v-fib which eventually deteriorated to asystole in spite of add'l defibrillation attempts with the manual defib. And chemical intervention. After the code biomed. Engineering was called to check the defibrillator and found that the machine functioned properly. At that time it was noted that one of the metal pins inside the white plastic connector for the electrode pad was retracted downward into the body of the connector. A random sampling of add'l electrode pads in the same lot revealed that it was possible to dislodge the pin, retracting downwards, by pulling on the wire connected to it. This did not occur with every connector that was tested within the same lot. Add'l samples in lot numbers 0197, 4496 and 4296 pediatric also exhibited this occurrence. It appeared that the pin retracted on the same side each time. Single samples from the following lot numbers did not demonstrate the same problem. These lot numbers were 1696, 4896, 3496, 1396 4294-adult, 0496, 3896, 0297. It is important to note however, that only one sample from each of these lot numbers was tested.